Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they were having issues charging their implant and the issue began about a month ago. Patient stated they would sit there for an hour and a half and the implant would charge to 30% and the next morning the implant was gone. Patient noted it was getting harder or it took forever to find the device and they would get can't find device. During the call there were no damages on the recharger and controller charging port. Patient reset the controller. Patient plugged the recharger and got 97 or 0/0/90s on passive recharge. Patient got recharge the controller. Patient had screenshots and was able to charge the controller to 100% then they charged the implant for 50 minutes and the implant was still red and the controller depleted to 40%. Agent reviewed information. Patient also mentioned where the wire met the paddle would get really hot. The issue was not resolved. An email was sent to the repair department to replace the recharger. (B)(4).

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.